Event description:
It was reported that this the patient with this cardiac resynchronization therapy defibrillator (crt-d) had noted that the ventricular tachycardia (vt) slowed just before the anti-tachycardia pacing (atp) initiated. Technical services (ts) reviewed and stated that the atp was appropriately delivered. Upon review of the shock channel, few myopotentials noise was noted due to lead which probably showed signs of wear on its insulation. Furthermore, there were a few short cycles recorded in the memory, which meant that the lead was recording noise with very rapid coupling. This device and lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).